Manufacturer narrative:
Concomitant medical products: product ID: 3986a70, lot# n248538, implanted: (B)(6) 2011, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in (B)(6) 2013, the patient had a 1x8 percutaneous lead removed and it was replaced the same day by a 2x4 surgical paddle lead.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 3986a70 lot# n248538 serial# implanted: (B)(6) 2011 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type ii. It was reported that the patient¿s lead pulled out in (B)(6) 2011 or (B)(6) 2012. A surgery happened in (B)(6) 2011 or (B)(6) 2012 as well. It was noted that this was one of eight surgeries the patient had because of the ins, including the implant surgery. The patient could not recall eight surgeries and noted that it may have only been five. Refer to manufacturer report #3004209178-2014-00201 for the report of other surgeries specified by the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.